Event description:
It was reported per field service report: on pt, symptom - "pump is not supporting to the pt." Findings/action taken: "central processing unit (cpu) communication was not proper. Tightened all connections."

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. During a paperwork review, we found that this event was reportable. Teleflex (B)(4) tightened all connections because the central processing unit board was not communicating properly. Unable to confirm as no parts were returned for evaluation.